Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 5/29/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes, this hyperglycemic event was likely caused by a failure to completely connect the new dexcom g6 cgm sensor and transmitter with their ilet device, leading to suspension of insulin due to the limitations of bg-run mode. However, without data from the device during the reported event period, the performance of the device cannot be evaluated, and the cause cannot be determined.

Event description:
On 6/23/24 an ilet user reported experiencing a high blood glucose (bg) event requiring assistance to treat. The event occurred on 6/23/24. On 6/23/2024 the user called in to report that they had changed their dexcom g6 continuous glucose monitor (cgm) sensor and transmitter but were not receiving cgm readings on their ilet, causing dosing to stop. The user was very short of breath and having difficulty speaking during the call. The user also reported experiencing dizziness. The user's husband tested their blood glucose levels, which were over 600 mg/dl. The agent instructed the user to disconnect from the ilet, and the husband administered an external insulin injection of 30 units. Later the same day, the user called back with a blood glucose level of 343 mg/dl, still not connected to the g6 cgm and in bg run mode since the previous night. The agent educated the user on entering bg readings to continue dosing and assisted with entering the transmitter serial number into the ilet, successfully reconnecting the cgm. By the end of the call, their blood glucose level had decreased to 215 mg/dl and was still lowering.